Event description:
The customer reported to olympus, that the gastrointestinal videoscope had water damage. The device was returned for evaluation. During the device evaluation, foreign material resembling surgical glue was found between the jet tube and the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the additional evaluation findings are as follows: the plug unit has corrosion due to a water leakage; the adhesive around the light guide lens has a crack; the adhesive on the bending section cover has scratch; the universal cord has a scratch; due to wear of angle wire, the bending angle in the left direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.